Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic sleeve gastrectomy, the customer reported a potential complication attributed to the device. It was stated that intra-operatively, the stapler was able to fire and there was no incomplete and poor staple line. The event resulted to patient¿s extended hospitalization for four days.